Manufacturer narrative:
The concerto has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of concerto coil premature detachment. The patient was undergoing embolization treatment for right branch off the subclavian vein in mid artery fistula. The vessel was observed moderately tortuous. The device was prepped per the IFU and no issues identified. It was reported that during the procedure, the coil was deployed into micro catheter. It became stuck and couldn't be pushed forward into the vessel. Coil was removed but in the removal process it because stuck in the microcatheter and was deployed. The catheter was removed with the coil inside. There were not any patient symptoms or complications associated with this event.